Event description:
The dermatome skips and rips the skin. This was used on a patient, a second and third graft site needed to be used to obtain a good graft. The user facility reported using padgett blades.